Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported there was some difficulty advancing an aortic extender component due to the patient¿s tortuous anatomy, so the device was advanced outside the sheath. The device was able to be advanced into position and deployed with no issue. During withdrawal of the delivery catheter back into sheath, the device reportedly met resistance and seemed to get caught on the tip of the sheath. The physician reportedly used force to pull the delivery catheter into the sheath. It was reported that once the delivery catheter was inside the sheath and removed from the patient, the catheter was noted to have broken at the trailing olive/polyimide wire junction, and the polyimide wire and leading olive remained captured inside the sheath. The physician removed the sheath that contained the detached polyimide wire and leading olive, and the procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.